Event description:
New rv lead implanted today (B)(6) 2025, appears doctor may have disconnected/reconnected all the leads. Lvtip to lvring lead impedance >3000 ohms. 1500 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).